Event description:
Customer reported discrepancies between capillary blood lead results obtained using the leadcare ii system and confirmatory or follow-up test results. Customer recalled leadcare ii test result of 3.7 g/dl with corresponding confirmatory laboratory result reported as "low." Customer was unable to provide confirmatory test reports to technical services (ts) at the time of contact. The customer reported that quality control (qc) results were within range. During troubleshooting ts asked customer to describe method applied for collecting capillary blood, the customer described procedures that do not fully aligned with the instructions for use (IFU) and cdc recommendations cited in the IFU, including: not washing hands with soap and water contact with the skin when wiping away the first drop of blood not removing excess blood from capillary tube before plunging into tr tube. Presence of air bubbles in capillary tubes. Incomplete mixing of the treatment reagent (tr) tube. Customer reported using capillary tubes provided in the kit and not using micro-collection devices. Customer indicated that patients are referred for venous confirmatory testing; however, if confirmatory testing is not completed, repeat testing may be performed using the leadcare ii system. Technical service (ts) provided guidance on proper sample collection per IFU and cdc recommendations and supplied educational materials. On 04/09/2026, the customer reported no additional issues.

Manufacturer narrative:
This customer reported three (3) elevated blood lead test results. This report documents one patient result. Separate mdrs are filed for each of the results. The related report numbers are referenced in the respective 3500a forms for traceability.